Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a mcrocentrifuge vial; dry with residue/debris on product. Visual inspection found haptic torn and debris on lens. Corrected data; h6-clinical code 4581-permanent loss bcva should have been added to initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/1.00/108 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with rotation and permanent loss of bcva. This exchange resolved the problem. Cause of the event was reporter as " other, low lens diameter."